Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot over the phone. The customer replaced the sample probe which resolved the issue. No further issues were noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated erratic erroneous sodium patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.